Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
It was noted that the ventricular sensing was low. X-ray did not reveal any damage to the lead. The patient is well and will continue to be monitored.